Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and customer report. The customer reported that release of x-ray was prevented, accompanied by a warning that the fd temperature is too high. The procedure was continued using an alternative system. To resolve the problem, the fd cooling unit and the fdr board were replaced. Since the customer didn't call siemens service and refused to provide further information, no details from service reports, logs, or replaced parts are available for a more detailed investigation. As the system is designed, if a fd cooling unit error occurs, a user messages is shown on the screen indicating the remaining time until x-ray release is prevented. This is a measure so that the procedure can still be stopped in a controlled manner. According to the available system history information, the fd cooling unit was installed in may 2011. Based on this information, it is very likely that the problem was caused by a defect in the fd cooling unit. A possible general error which would require corrective action of the installed base could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the system could not perform exposures and an fd temperature too high warning message was displayed. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.